Event description:
5/16/98, a 16 day old white male with swelling over right orbital area. Left skull fracture, multiple cephalohematoma. 5/23/98, readmitted to hosp with subgaleal abscesses. Arising in multiple cephalohematoma.